Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to configuration issue. An integration engineer resolved the issue. No resolution was provided by both the integration engineer and the customer about the resolved issue. The system functioned as intended after the integration engineer troubleshot the device. The manufacturer details were kept blank since the given asset information was found to be vm large server w/sql <250 mains.

Event description:
It was reported by the customer that pyxis medstation es system logistics server orders were not crossed. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.